Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited "???" For all patient information except date of birth. It was determined that where the patient information is stored in the device memory, a single byte had changed and within that byte, one bit had turned off. The ICD remains in use. No patient complications have been reported as a result of this event.